Manufacturer narrative:
Results: mechanical problem. Conclusions: user error cause or contributed to event. Although it was confirmed that the graft was rotated and the needle size was correct, the IFU states that the formation of pseudoaneurysms can occur due to excessive, localized or large needle punctures, which can all be seen on the returned graft. The root cause was determined to be related to user error. Further actions are not planned at this time, however, the issue will be tracked and trended as part of the routine complaints monitoring and reporting process. If an adverse trend develops action may be taken at that time.

Event description:
This report is being submitted as follow-up #1 for MFR. 9612515-2016-00027 to provide additional information regarding the device evaluation.

Manufacturer narrative:
Review of qc and manufacturing records confirmed that the device was manufactured to specification. A review of similar events was completed which gave a low occurrence rate of 0.01%. No other complaints have been received for units of the same batch. No issues or adverse trends were noted during the preliminary investigation. The explanted graft is reportedly available however it has not yet been returned to vascutek for analysis. Results of the analysis will be provided in our next report. Exact date of explant is unknown. (B)(4). Device not yet returned to manufacturer.

Event description:
The graft was implanted in (B)(6) 2015. It was reported that 8 months after implant (B)(6) the patient developed a pseudo-aneurysm and perigraft seroma/ hematoma. Resection and end to end anastomosis of the perforated graft was completed. The graft has now been removed from the patient's arm.